Manufacturer narrative:
(B)(6) study patient reported that revision surgery was planned for (B)(6) 2015. It was reported that MRI showed femoral loosening. Review of the device history record indicates that the device was manufactured to specification.

Event description:
(B)(6) study patient reported that revision surgery was planned for (B)(6) 2015. It was reported that MRI showed femoral loosening.